Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Nurse hung a secondary bag of magnesium (2 grams /50mls) to go over 1 hour at a rate of 50ml/hr. Nurse noted the entire bag infused in 5 minutes. The pump displayed that 40mls was left to infuse. The maintenance (primary) IV was set to 100ml/hr. Event occurred in the ICU. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.